Manufacturer narrative:
Device is a combination product. A synergy ii us mr 4.00 x 20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The device was returned with the mandrel partially inserted and the stent protector placed on the mandrel but not covering the stent. The mandrel could not be removed due to the condition of the returned device. The mandrel outer diameter was measured and was within specification. The outer shaft polymer extrusion was damaged with 3.8cm of stretching, kinks and twisting at a location 138.2cm-142cm distal to the distal strain relief. The device was returned with the mandrel inserted as far as the outer shaft polymer extrusion damage. There was an inner shaft polymer extrusion break located 138.2cm distal to the distal strain relief (proximal break site), with a distal inner shaft polymer extrusion break site located 143.1cm distal to the distal strain relief. Multiple shaft polymer extrusion kinks were also identified. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18oct2019. It was reported that stylet removal difficulty was encountered and catheter damage occurred. During preparation of a 4.00 x 20 synergy drug-eluting stent, the stylet could not be removed from the device and the catheter was ruined. The device was never used inside the patient. However, returned device analysis revealed inner shaft polymer extrusion break.